Event description:
Information rec'd indicates the brake caster will not lock. The caster continues to rotate, if pushed from the side.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the stretcher.